Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) /2024, the patient experienced a skin reaction with inflammation, infection and scarring extending beyond the patch perimeter. The skin was prepped with alcohol prior to sensor insertion. The patient went to the doctor on (B)(6) 2024 where an incision and drainage procedure was done, as the patient's arm was sore and had "doubled in size" due to the infection. Prior to the procedure, the patient was given a penicillin injection. Lidocaine injections and a numbing spray were also applied to the area. After the procedure, the patient was given linezoled, penicillin, and sulfamethoxazole to take after the procedure. On (B)(6) 2024, the patient went to the doctor and had a second incision and drainage procedure done on the same area, as the first procedure was not successful, and the arm continued to be sore. The patient¿s skin reaction was healing but still sore at the time of report. No additional patient or event information is available.